Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the sensor and the blood glucose are off and there are calibration errors. Customer also states that she is having issues with the sensor. Advised customer if the sensor glucose is constantly different than the blood glucose she can turn the sensor off. The blood glucose reading was 500 mg/dl at one point. Nothing further reported.